Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
On (B)(6) 2025, a 47-year-old female underwent implantation of a gynecare tvt sling, lot 3945029, for stress urinary incontinence. On (b)(60 2026, the patient presented with discomfort and was found to have a 5x5 mm vaginal mucosal defect under the urethra with exposed sling mesh. Examination on (B)(6) 2026 confirmed exposed sling material just below the urethra in the midline, without obvious infection. On (B)(6) 2026, the patient underwent surgical intervention with dissection and removal of a 4 cm segment of the tvt sling, which was sent for pathology. Post-operatively, the patient was started on clindamycin and is doing well with follow-up scheduled for (B)(6) 2026. The event resulted in surgical treatment for mesh exposure/erosion. No other medical devices were involved, and the explanted device segment is not available for return to the manufacturer.